Event description:
It was reported that the device experienced early battery depletion, and the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).